Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, the device became stuck on the guidewire. Vascular access was gain via the radial artery. The 4.0 x 20 mm 8% stenosed eccentric and progressive target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion was pre-dilated with an unknown 3.0 x 20 mm balloon. As the 4.0 x 20 mm omega stent was advanced; however the physician was unable to cross the target lesion and the device became stuck on the non-bsc wire. The stent delivery system was removed with the wire and the procedure was completed with another 4.0 x 20 mm omega stent system. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, the device became stuck on the guidewire. Vascular access was gain via the radial artery. The 4.0x20mm 8% stenosed eccentric and progressive target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion was pre-dilated with an unknown 3.0x20mm balloon. As the 4.0x20mm omega stent was advanced; however the physician was unable to cross the target lesion and the device became stuck on the non-bsc wire. The stent delivery system was removed with the wire and the procedure was completed with another 4.0x20mm omega stent system. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Device evaluated by manufacturer - the inner shaft was buckled near the bond that joins the inner shaft and outer shaft. The distal end of the mid-shaft was twisted. There was a complete mid-shaft separation at the mid-shaft/hypotube bond. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The guidewire was protruding 17 cm from the catheter tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0137", which is consistent with a .014" guidewire. The catheter was locked-up on the guidewire in the as-received condition; however, it appears that this was attributable to shaft damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).